Event description:
Procedure type: laparoscopic colectomy. According to the reporter: seven days after surgery, major leakage occurred and re-operation was performed. It was found some staples fired on the insertion opening were unclosed.

Manufacturer narrative:
(B)(4).